Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacturer date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported that during a myosure procedure, upon the initiation of the procedure, the physician almost immediately noticed a high fluid loss at 700 and at this time also found "a black hole". The procedure was aborted immediately. It was noted "the patient will at some point during the day be released yet is currently under observation." No additional information was received.